Event description:
There have been 3 separate reports of bp gauge needles being out of range. The clinic is seeing welch allyn bp cuffs (that have been purchased in last 2 years) out of calibration. Gauges were returned to manufacturer for recalibration. These are the non-mounted manual cuffs.